Event description:
A balloon ruptured circumferentially while performing a pta in the cephalie arch. The dr was not able to remove the balloon through the introducer sheath. The balloon mushroomed and the dr had to fish the balloon out of the vessel with forceps. This left a hole in the vessel and the pt lost a significant amoutn of blood. Multiple inflations of the cephalic arch were performed. The rupture occurred on the 5th or 6th inflation. A boston scientific inflator was used and had an above rate of burst at 25atm.